Manufacturer narrative:
(B)(4). It was reported that the device had a pull off: suture needle issue. An empty labeled winding former and needle suture cut in two piece were returned for analysis. The product code is double armed. During the visual inspection of the opened sample (two needle/suture pieces), the swage and attachment area were noted to be as expected. However, marks on the body of the needles and the end of the sutures cut could be observed. A functional test was performed in a needle-suture piece and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: mmh845 mfg. Date - 11/14/2018; exp. Date - 10/31/2023. Llh086 mfg. Date - 10/06/2017; exp. Date - 09/30/2022. A manufacturing record evaluation was performed for the possible lot finished devices, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one reported event /procedure for each lot----qty involved for mmh845 and qty involved for llh086 ? No further information is available. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgery on unknown date and the suture was used. During the surgery, the suture was detached from the needle easily during continuous suturing. It was not a control release needle. There were no adverse consequences reported. No further information is available.